Event description:
Product surveillance contacted the peritoneal dialysis nurse who stated that the transfer set separated from the transfer set adaptor/catheter interface. The patient was given vancomycin and gentamicin prophylactically. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Per the nurse, the sample was discarded.